Event description:
It was reported that doctor removed the adm cup insert and 28mm +4 metal head. Update per sales rep reason for revision: "the patient presented with a painful hip and some swelling not related to bursitis. The hip was not infected."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Please note additional devices listed in this report: cat 1236-2-850 restoration adm x3 ins 28/50 lot code 37165401, cat 6260-5-228 28mm+4 v40 taper vit head lot code 34620001. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that doctor removed the adm cup insert and 28mm +4 metal head. Update per sales rep reason for revision: "the patient presented with a painful hip and some swelling not related to bursitis. The hip was not infected."

Manufacturer narrative:
An event regarding pain involving an adm shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that doctor removed the adm cup insert and 28mm +4 metal head. Update per sales rep reason for revision: "the patient presented with a painful hip and some swelling not related to bursitis. The hip was not infected."